Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Unable to perform the self-test due to partial display. P-cap was attached and locked properly into place. Pump was cut and found cracked lcd glass. In addition, there is evidence of moisture damage on pcba 2 and force sensor. The following were noted during visual inspection: scratched case, cracked keypad overlay, pillowing keypad overlay, bleeding, cracked lcd glass. Partial display is confirmed due to cracked lcd glass. Cosmetic damage is not confirmed at the lcd window. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a pump screen damaged. The customer reported no adverse event. The event involved product(s) pump mmt-1886. Troubleshooting was not performed. No harm requiring medical intervention was reported. Product return was requested for mmt-1886 and customer response was the pump mmt-1886 was returned for analysis.